Manufacturer narrative:
Added information to d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release for distribution. No issues were identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
It was reported and learned through medical records that a 29mm 7300tfx mitral valve was explanted after an implant duration of six (6) years, six (6) months, due to severe degeneration across one of the 3 leaflets. Patient presented with shortness of breath. The explanted valve was replaced with a 29mm 11400m mitris mitral valve. The procedure was performed via mis without a clamp or cardioplegia. Post-operatively, the patient transferred to the ICU in stable condition. Per medical records, the patient presented with chronic systolic heart failure. The 29mm 7300tfx mitral valve was explanted and noted to be severely degenerated across one of the 3 leaflets. The explanted device was replaced with a 29mm 11400m mitral valve. The patient tolerated the procedure well with no apparent complications, transported to recovery in the intensive care unit in intubated, stable condition. Patient was discharged home in stable condition on pod# 8.

Manufacturer narrative:
Added information to b5, b7, h6. Corrected b2. Added patient required intervention.

Event description:
It was reported and learned through follow-up that a 29mm 7300tfx mitral valve was explanted after an implant duration of six (6) years, six (6) months, due to moderate regurgitation originating from the junction of the leaflet and the valve ring. Patient presented with shortness of breath. The explanted valve was replaced with a 29mm 11400m mitris mitral valve. The procedure was performed via mis without a clamp or cardioplegia. Post-operatively, the patient transferred to the ICU in stable condition.

Manufacturer narrative:
Added information to b5, b7, h6.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve was explanted after an implant duration of six (6) years, six (6) months, due to perforations on leaflet with possible endocarditis. The explanted valve was replaced with a mitris valve. The patient came off pump just fine, and the procedure was actually done mis without a clamp or cardioplegia. Patient transferred to ICU.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including hld.